Event description:
The customer reported the spot vision screener power cord was frayed with copper wires exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the spot vision screener. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The power cord was received by baxter. Upon inspection it was determined that the power cord was damaged with exposed copper wires. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported the spot vision screener power cord was frayed with copper wires exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).